Manufacturer narrative:
Patient outcome code grid = death. A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the patient went into cardiac arrest after a procedure and the user tried to use the pacing function on the machine and the machine could not pace. A second efficia dfm100 defibrillator monitor was attempted to pace the patient and could not pace (addressed in (B)(4)). The patient died. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the patient went into cardiac arrest after a procedure and the user tried to use the pacing function on the device and the device could not pace. The first dfm100 device (this complaint) with serial number (B)(6) is addressed in (B)(4). A second efficia dfm100 defibrillator monitor with serial number (B)(6) was attempted to pace the patient and could not pace (addressed in (B)(4)). The patient died. The device was in demand pacing. The same pads were used with both devices throughout the attempt to pace. The patient died.

Manufacturer narrative:
This report is based on information provided by philips distributor, philips clinician, philips product support engineer, and has been investigated by the philips complaint handling team. The customer performed an operational check on both devices. Both devices passed the operation check. A philips clinician and product support engineer reviewed the patient event files and device log files. Review of the patient event files showed: - serial number (B)(6) (B)(4) - in each of the four attempts at pacing, the pacing output (electrical current) was never changed from 30ma (milliamps). Increasing pacer output is often required to achieve electrical capture and triggering the heart to beat at the heart rate selected by the user. - serial number (B)(6) (B)(4) - (B)(4) pacing attempts, (B)(4) in demand mode and one in fixed mode, electrical capture was not achieved based on the pacer output remaining at 30ma. In the subsequent pacing attempts, the patient¿s heart rate was above the set pacing hr of 100 bpm (beats per minute), which continued until the patient¿s cardiac rhythm became asystole. The device log reviews also showed that the device generated technical error alarms during the case, indicating battery is less than 10% capacity. Guidance found in the efficia dfm100 defibrillator/monitor instructions for use (IFU - publication number 453564403811 - page 91-92) pacing instructions are as follows: - "pacing therapy should be administered while connected to ac power with a battery installed for backup so that pacing will not be interrupted in the event of either an ac power failure or the battery losing its charge." - "if you are using the pacing function with battery and the low battery alarm sounds, connect the device to external power to avoid interrupted pacing therapy." Based on the information available and the testing conducted, the cause of the reported problem was found to be a user error related to pacer output and battery capacity. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the patient went into cardiac arrest after a procedure and the user tried to use the pacing function on the machine and the machine could not pace. A second efficia dfm100 defibrillator monitor was attempted to pace the patient and could not pace (addressed in (B)(4)). The patient died. Additional details were received from gfe (good faith effort). The device was in demand pacing. The same pads were used throughout the attempt to pace (the same pads used with the first device as when using the second device). The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A philips product support engineer evaluated the device log files. There was no sign of malfunction of the therapy function of this device. There was no sign of device malfunction of the pads, ECG, and therapy functions. At the time of the issue, the device was reporting battery low from the same day. There was an 11:6 battery low error message in the hardware error log indicating battery is less than 10% capacity. The device does not have a designed mechanism to stop pacing when the battery is low. The demand pacing section in the efficia dfm100 defibrillator/monitor instructions for use (IFU - publication number 453564403811 - page 92) has a warning message stating: "if you are using the pacing function with battery and the low battery alarm sounds, connect the device to external power to avoid interrupted pacing therapy." If the battery is fully depleted, no therapy function can be activated. The investigation is pending patient event file review. A follow up report will be submitted upon completion of the investigation.